Event description:
(B)(6) customer reports male pt under general anesthesia for stone removal procedure when fluoro failed. Physician was able to complete the procedure with use of the endoscope. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation a medwatch 3500a supplemental report will be submitted.